Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll medical representative evaluated the device at the customer's site following the incident and the device operated as expected. The customer elected not to return the device at this time. The device was placed back into service. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display on one side was black. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; a zoll medical representative evaluated the device at the customer's site following the incident and the device operated as expected. The customer elected not to return the device at this time. The device was placed back into service. No trend is associated with reports of this type.